Event description:
It was reported that the patient experienced issues with pain control and the use of the personal therapy manager (ptm). She was admitted to the hospital and was also being treated for a urinary tract infection. The ptm was programmed a week prior to the time of this report and she was locked out of her bolus doses for several hours beyond her two hour interval. The health care provider (hcp) reviewed the programming and adjusted it to the patient's needs. The patient stated that she was 'getting a lot of good relief from the ptm'. Shortly following the adjustment, it was reported that, despite the increased doses and that the patient was successfully receiving her boluses, the patient was experiencing increased pain. It was stated that the patient was feeling numbness in her legs indicating that she was in fact receiving the bolus doses;, however, the patient saw a 'mechanical' symbol on her ptm and was not able to give herself boluses at one point. It was reported that the patient had developed a bulbas/protrusion, roughly the size of 8cm x 5cm x 2cm, near her sacrum that appeared within days after the dose increase. The drugs used were bupivacaine and dilaudid. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the patient was a cancer patient. It was also reported that the caller changed the programming yesterday to match the dose interval to the lockout interval. Further information indicated that the patient was in a lot of pain at the time of report and that they were having to start other medications. It was reported that the patient was started on "a pca pump and stuff". It was also reported that the manufacturer's representative suspected that the personal therapy manager (ptm) got locked out. It was reported that on the day prior to report the ptm said that there was on a 23-hour lockout, and it would not let the patient give a bolus. However, the patient was getting boluses at the time of report, but they were not helping her pain at all. Despite reprogramming, the patient was still having pain. Additional information indicated that a magnetic resonance imaging (MRI) scan was needed to rule out problems with the device or therapy. It was further reported that the new bulbous protrusion lateral to the left side of the sacrum was "definitely not a pressure ulcer"; it was "egg-shaped and normal skin colored". It was reported that the patient was having "mechanical alerts from this pump"; it was reported there was a wrench and a pair of needle-nose pliers on the ptm screen during one of those alerts. However, the caller did not remember an error code on the screen of the ptm. It was reported that the patient's pain was suddenly uncontrolled. The physician thought it might have been disease progression. A 30 percent increase in dose was given. A problem was suspected with the tubing given the egg-shaped protrusion. The protrusion started at approximately midnight on the date of the report, but the patient did not have anyone examine it until 11:00. The protrusion was 8 cm by 5 cm and about 2 cm high.

Manufacturer narrative:
Product ID 8835, serial # (B)(4), product type programmer; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported pump was interrogated on (B)(6) 2012. No surgical intervention was required. The patient was already in the hospital prior to the event. The issue was resolved with the assistance of technical support. The cause of the event was due to the personal therapy manager (ptm). The drug being used in the pump was morphine.